Event description:
A customer reported that the system repeatedly displayed "occlusion in sculpt" during a cataract surgery. They tried a different cassette which did not help. The procedure was completed after a 10 minute delay. There was no patient harm.

Manufacturer narrative:
The company representative examined the system and was unable to duplicate the customer reported event of repeated occlusion display. The system was then tested and met all product specifications. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last (B)(4) did not indicate any additional similar reports for this system. The root cause could not be determined. (B)(4).